Event description:
It was reported that a user experienced a low blood glucose while using the ilet system with a g7 cgm, with a documented lowest cgm reading of 39 mg/dl and glucometer confirmation of 41 mg/dl for approximately 30 minutes; the user treated with fast-acting and regular carbohydrates over 30 grams and subsequently reported high glucose attributed to overtreating the low and pausing for low, and the user did not disconnect the infusion set during strenuous work while using an infusion set and cartridge with a cannula. Symptoms included hypoglycemia, diaphoresis, fatigue, and subsequent hyperglycemia. Outcomes included no clinical signs, symptoms, or conditions resulting in health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue involved improper or incorrect procedure or method related to continued connection of the cannula infusion set during strenuous activity. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.